Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported blank/black screen during surgery with the sovereign compact console. It was reported that the surgery was not affected as the issue was occurring intermittently. There were no patient treatment delays or cancellation reported.

Manufacturer narrative:
The field service specialist (fss) inspected the unit and replaced the backlight inverter printed circuit board (pcb), but the machine was still not working; therefore, fss ordered and replaced the single board computer (sbc) to display cable, which resolved the issue and the problem has not reoccurred. The unit meets abbott medical optics specifications. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.